Event description:
Customer's mother reported, customer was hospitalized for low blood glucose. Troubleshooting was performed and the insulin pump appeared to be operating normally.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.